Event description:
The manufacturer received information alleging a ventilator service required alarm occurred, in addition to the power button and touch operations of the lcd screen were inoperative. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. However, the device's event log was reviewed and an error indicating a failure in the application software and another error indicating a failure in controlling communication was discovered. The device's system board was replaced to address the issue. Additionally, a periodic maintenance 2 was performed. And it was confirmed that there was no reproducibility of the failures of the power button and the lcd screen